Event description:
It was reported that the 8mm prograsp forceps instrument was broken and no longer held together. The cause of the breakage is unknown. Reopening of a new clamp in a sterile pouch. Unfortunately, the clamp was not preserved. No further information was provided. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a bent grip tang. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.